Event description:
A consumer reported starting about a month ago when the patient was walking stimulation was increasing by itself to an uncomfortable level to where the patient had to stop and adjust stimulation. There were no traumas or falls reported related to the issue. The consumer wasn't with the patient so they were unable to verify if stimulation was set on adaptivestim or not. A request was made to meet with someone for reprogramming. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Event description:
Additional information received from the patient indicated that after meeting with the manufacturing representative 2-3 times, the settings on the patient¿s device were changed. They noted the results were good, and their device is working better. The patient is able to use their device more now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.